Event description:
Per medwatch report: "clamp on IV tubing malfunctioned with alaris channel causing pt to receive a bolus of nitro, which dropped pt's b/p temporarily. Phenylephrine started and placed pt in trendelenburg to treat pt's hypotension. Nitro was then discontinued. No pt harm. The safety clamp on alaris 8100 lvp door latch had broken without the nurse's knowledge. The lv then alarmed, the nurse couldn't get the alarm to stop. She opened the door and removed the IV set. The clamp on the IV set remained open because of the broken latch. The nurse set aside the IV set without realizing it was free-flowing. After a short time, she realized what happening and clamped off the set stopping the flow of medication into the pt. Alaris module was removed form service and sent to clinical engineering for inspection." No add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.